Manufacturer narrative:
Results and conclusion summation-factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as moderately tortuous and calcified with a 99% stenosis, which could have contributed to the reported balloon rupture. Possibly the balloon material may have become damaged at some point, such that during the inflation attempt the balloon ruptured. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the conclusive cause of the reported discrepancy.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was moderately tortuous, with moderate calcification, and had a 99% stenosis. The 1.5x12 voyager was delivered for the pre-dilation; however, it ruptured at the first inflation at 12 atm. So it was changed to another company's balloon catheter and it was inflated without problem. There were no patient effects reported. No additional event or patient information is available.